Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
An 86-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On august 7, 2025, novocure received information from the patient's spouse that, between (B)(6) 2025, the patient developed a skin reaction characterized by severe itching and red pustules across the scalp. Use of optune gio was temporarily discontinued, after which the symptoms subsided. Optune gio therapy was then resumed and the itching returned after several days. The patient consulted her healthcare provider, who prescribed an unspecified oral medication and a topical ointment to address the itching. The patient's prescribing physician was contacted for additional information, but no response has been received to date.